Event description:
A malfunction occurred while the patient was changing a cartridge, with the piston just beginning to lower, and malfunction code 24 was displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support responded by arranging for a replacement pump to be sent to the customer. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump to tandem using a return box and pre-paid label provided by ups within 10 days. The customer understood all instructions and acknowledged the procedures for putting the pump into storage mode and steps to take upon receiving the replacement pump.